Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: intermittent live video output or partial image loss probable root cause: video cables are not sufficiently connected to ensure video. Intermittent failure of power supply. Intermittent failure of display voltage converter. User connects incompatible video source. Damaged pins of hdmi / dvi connector. Open / short circuit failure between video connectors, tconn board and main board failure / bug of scaler software. Incompatible cable used to connect video source to display. Scaler gain settings are not appropriate for the combination of source and cable being used. Emi / rf interference . Cybersecurity. Manufacture date is not known.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.